Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1989ml, indicating the home patient (hp) drained 1659ml more than their maximum programmed fill volume of 2200ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log found evidence of the iipv condition. The cause was determined to be a use error, as the tidal total uf removal was set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the labeling for the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.